Event description:
Following an uneventful novasure endometrial ablation on a "bulky" uterus the physician did a laparoscopic sterilization and viewed a "possible perforation". Bowel was determined to be "intact". The physician used "diathermy [cautery] and suction post view of the questionable perforation". Treatment included "full antibiotic cover and a drain in-situ for 24 hours post laparoscopy." The pt was discharged home on the third post operative day. On (B)(6) 2011, it was reported the pt has been seen on f/ and "her condition is fine".

Manufacturer narrative:
Serial number of the disposable device not provided by the complainant. Serial number of the radio frequency controller not provided by the complainant. Neither the disposable device nor the radio frequency controller are being returned therefore, a failure analysis of the novasure system can not be completed. Serial number of the radio frequency controller not provided by the complainant; therefore, the MFR date of the controller is not known. Device history record (DHR) review was conducted for the reported lot number of the disposable device. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was unable to be conducted for the radio frequency controller as the serial number was not provided by the complainant. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. (B)(4).